Event description:
It was reported that the patient went to the clinic to report that he is no longer able to hear with his device, since he had fallen from a horse during a horse race. He had to stay in another hospital for 3 weeks due to several fractured ribs. The doctor carried out an audiological and an integrity test which confirmed that the patient no longer has any benefit from his implant. No infection was present on the tissue. During re-surgery, it was found that the connection cable between the demodulator and the fmt was cut. Before the accident, both the implant and the ap were working well.

Manufacturer narrative:
The device has been explanted and has been returned to another counyry, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.